Manufacturer narrative:
Unfortunately, no product sample was provided by the customer for our investigation. Consequently, we are unable to confirm the reported problem or determine a possible root cause. In addition, no lot number was provided by the customer; therefore, an investigation of the manufacturing device history record could not be performed. However, we will continue to monitor concerns of this nature for possible future action.

Event description:
The canister did not suction properly and customer had to suction a patient manually during surgery.